Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection and all components were discarded. The patient symptoms were unknown. No diagnostic testing or troubleshooting was performed. The device system was used to deliver baclofen.

Event description:
It was later reported that perioperative antibiotics had been used. The onset of infection was (B)(6) 2013. The device system was used to deliver lioresal with the last refill on (B)(6) 2013. The patient experienced redness, swelling, drainage, pain, pocket erosion, confusion and incisional wound opening. The primary location of the infection was the device pocket and catheter track. A blood culture was obtained. The organism cultured was aerobic and aerobe. Culture of the device pocket isolated staph aureus. The patient was treated with IV antibiotics and total device system explant. The patient outcome was ongoing.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8590-1 lot# n253258, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).